Event description:
Additional information was received that a device upgrade procedure will take place in the future after the physician manages the patient's heart failure.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the hospital with heart failure symptoms. Interrogation of the device with a programmer revealed a tachycardia mode changed due to battery status and a charge time out fault message. It was reported that the patient had been lost to follow up since implant. Review of stored device memory revealed that elective replacement indicator (eri) was reached 14 months ago and end of life (eol) was reached three months later. The device was now noted to be in storage mode. Boston scientific technical services (ts) discussed no therapy available in storage mode and recommended device replacement. No adverse patient effects were reported. Available information suggests that this product remains implanted and in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this ICD was explanted and replaced with another manufacturer's device. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.